Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Customer technical support instructed the caller to troubleshoot but no issues were identified. The customer changed pump supplies to address the issue.